Manufacturer narrative:
Concomitant product(s): a 419388 lead, implanted: (B)(6) 2003; c6tr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was right atrial (ra) lead undersensing noted on stored electrograms. Low amplitude p-waves and a high atrial threshold were also noted. The lead remains in use. No patient complications have been reported as a result of this event.